Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 176644 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260/ lot 176644 and test base part number 195-430h / lot 174619. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 176644 showed that the complaint rate is (B)(4) respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test, using nasal swab samples. The first antigen self test was performed on (B)(6) 2022 at 12:00pm pt which generated a positive result. The second antigen self test was performed on (B)(6) 2022 at 12:30pm pt which generated a negative result. The third antigen self test was performed on (B)(6) 2022 at 1:30pm pt which generated a negative result. The consumer reached out to technical services (ts) for guidance regarding the test results. Ts advised the consumer to contact their doctor to go over considerations such as exposure, risk and additional testing. No additional patient information, including treatment and outcome, was provided.